Event description:
A medtronic sales representative reported for the doctor that while proceeding with a facial plastic surgery and using the accutemp high temp cautery, a flame was produced which burnt the eyelashes of the patient.

Manufacturer narrative:
While the actual device used in the event was not returned, 8 sterile, unused units from the same lot and same box were returned for evaluation. The 8 cauteries showed no damage or defects, and functioned as designed. The source of the flame could not be confirmed; however, it is likely that the cautery filament came into contact with the eyelash which subsequently combusted; rather than due to any malfunction of the device. While a burnt eyelash is not considered to be a serious injury, we are submitting this report as a reportable malfunction since a malfunction could not be ruled out. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.